Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 60 mg/dl. Customer consumed glucose tablets and juice and stopped using the pump to address bg. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not respond to follow up requests.